Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (monitor resets) was confirmed. As received, the monitor belt receptacle wires were damaged. Upon evaluation, the monitor belt receptacle was pulled from the monitor case, damaging the case where the belt receptacle attaches. Additionally, the enclosure cover was cracked. The cause of the report failure is excessive force placed at the receptacle. The cause of the cracked enclosure cover is physical damage. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported monitor resets.